Event description:
Customer reported that the device overheated and the patient sustained "superficial burns" to left pectoral area and thigh area. Additional information received from customer. The reported incident occurred while the patient was on the operating table. According to the reporter, the patient's temperature was not being monitored. The reporter stated that the device was in patient use for approximately one hour before the reported event was observed; no objects were lying on top or underneath the warming blanket during use. The reported event occurred during the initial use of the blanket. According to the reporter, the superficial burns were treated topically with biafine; no additional treatment provided. No permanent adverse effect to the patient reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
User facility reported that the listed warming blanket was in use with a warming device, and in use with patient (time in use not reported). According to reporter, the warmer device's output temperature reached 56 degrees celsius (the device's highest output temperature is set to 44 degrees celsius) on . According to reporter, the patient sustained "superficial burns" to left pectoral area and thigh area. Smiths medical has requested patient treatment information. No permanent adverse effects reported.